Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 355018, lot# w60286, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: accessory.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a broken lead that occurred during a procedure. The lead contacts came away from the lead itself after deployment. The lead was replaced with a new introducer and lead. Normal use was noted. The issue was resolved.